Event description:
Caller reported a malfunction on the pump with a code display of malf 12, which was resettable. Customer¿s blood glucose (bg) level was in the ¿200¿s to 500¿s¿ mg/dl. Elevated bg was address by a manual insulin injection. Cts provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.